Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, ten minutes following the successful deployment of the valve the patient's blood pressure dropped and echo showed minimal anterior wall motion signaling an occlusion of the left coronary artery. The occlusion was confirmed via angiography and the physician decided to snare the valve above the sinotubular junction (stj). The valve was left in the stj and the patient's left system re-perfused. The physician felt the occlusion was caused by calcium on the patient's left leaflet. No additional adverse patient effects were reported.